Manufacturer narrative:
Additional information: h3 plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating a product problem, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on a fresenius 2008t hemodialysis (hd) machine. The biomed said the machine had a 24v low error on power up and was removed from service for evaluation. There was no patient involvement associated with the events. While troubleshooting, the biomed found a burnt spot on the clear piece of the heater cable that snaps onto the distribution board. The biomed said there was also some discoloration on the distribution board. The biomed received a new heater cable and was waiting on a new distribution board at the time of follow-up. The biomed anticipated the machine issue being resolved once they replaced the cable and the board. No other machine components were found to be damaged. The biomed said no burning smell was noted, and there were no signs of any smoke, sparks, or flames. The heater cable and distribution board were both confirmed to be fresenius parts. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed said the machine was getting old, but they did not know how many hours were on it. The biomed said that all machines at the facility were over the (B)(6) hour mark, and that a couple had just recently surpassed (B)(6). The biomed said the damaged parts would be sent back for evaluation. No photos were available for review.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on a fresenius 2008t hemodialysis (hd) machine. The biomed said the machine had a 24v low error on power up and was removed from service for evaluation. There was no patient involvement associated with the events. While troubleshooting, the biomed found a burnt spot on the clear piece of the heater cable that snaps onto the distribution board. The biomed said there was also some discoloration on the distribution board. The biomed received a new heater cable and was waiting on a new distribution board at the time of follow-up. The biomed anticipated the machine issue being resolved once they replaced the cable and the board. No other machine components were found to be damaged. The biomed said no burning smell was noted, and there were no signs of any smoke, sparks, or flames. The heater cable and distribution board were both confirmed to be fresenius parts. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed said the machine was getting old, but they did not know how many hours were on it. The biomed said that all machines at the facility were over the (B)(4) hour mark, and that a couple had just recently surpassed (B)(4). The biomed said the damaged parts would be sent back for evaluation. No photos were available for review.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.